Manufacturer narrative:
The sponsor is attempting to obtain further information, including evaluation from the patient's eye care practitioner. The complaint unit was discarded by the patient. Lot information is unknown. No testing is possible.

Event description:
A male patient reported experiencing an "eye infection" after using complete moistureplus. According to patient report, an eye doctor diagnosed a corneal ulcer but did not take a culture. Reportedly the eye doctor did not know what caused the incident. Patient reportedly treated with two types of antibiotic eye drops, an eye gel, and an oral antibiotic (names of medications unknown.) Patient recovered without sequelae.